Event description:
It was reported that the lens was implanted in 2009 and explanted in 2012 due to "different inflammation process and vitreoretinal surgery". Additional info was requested, but no new info was received.

Manufacturer narrative:
Investigation is underway. A supplemental report will be submitted upon completion of the investigation.